Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that two weeks ago before yesterday the charging antenna got too hot after recharging the implantable neurostimulator for about an hour. It was noted that the patient stopped charging the ins and made adjustments according to the charging manual, had no technical equipment nearby and had clothing between the antenna and skin. It was noted that yesterday the patient got burned ¿from it¿ after charging ¿it¿ for an hour. It was noted that the patient had to sit on the edge of the couch to charge and it was very uncomfortable. Additional information received reported that the antenna got hot and burned the patient while recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.